Event description:
Note: the date of the procedure is unknown. It was reported to boston scientific corporation in 2005 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown). According to the complainant, during an attempt to place the device, it would not pass over the guidewire and the coating peeled. The procedure was completed with another hydra jagwire device. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has not been disposed of at the user facility and will not be return for evaluation; therefore, a failure analysis of the device could not be completed. The customer complaint could not be confirmed and the root caused is undetermined.